Event description:
The patient required a chest port for chemotherapy. When placing port under fluoroscopy, the right internal jugular was identified. The wire was placed and the catheter was advanced. Over the wire, the catheter was then removed and a peel-away sheath placed. During a repeat access, it was noted the floppy end of the wire had been fractured. Using ultrasound and a gooseneck snare device, the floppy end of the wire was removed in its entirety.